Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log and found to be caused by a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported that there was no patient involvement.